Event description:
Approximately 13 days post primary implant to two gore tag thoracic endoprothesis a type iii endoleak was noted at the junction between the two devices. The physician attributed the endoleak to too small of an aorta for the devices used. The second device implanted distally to the first was partially invaginated. A secondary procedure to resolve the partial invagination by deploying a cordis palmaz stent was successful. The pt is currently doing well.